Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2ardb, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Product ID: 978b128, serial/lot #: (B)(4), ubd: 15-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that the patient's lead had migrated out of the foramen and the patient could no longer feel the stimulation. They had increased stim on all programs. The patient did not feel stim on any programs. The patient's healthcare professional (hcp) performed a lead revision on (B)(6) 2021. The issue was resolved at the time of the report.